Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual/operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual/reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a clogged nozzle and incorrect angle of the insertion tube bending tube. The issue occurred during preparation for use in a diagnostic procedure. The procedure was completed with another of the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: the customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the nozzle had foreign objects. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a scratch on the scope cover, water tightness was lost. The adhesive on the bending section cover had a white-clouded area, a chip, and crack. The image guide protector had a scratch. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The plastic distal end cover had a dent. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.